Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this lead was thoroughly analyzed. Visual inspection noted deformed conductor coils and electrocautery damaged. The lead failed on the cathode and anode conductor coils as it was fractured approximately 296mm from the terminal pin. There is torn inner insulation at both bend locations places. Further, the fracture location appears to be just distal of the suture sleeve tie down site.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high threshold and was suspected to be fractured. Additional information was received indicated that there was a major damage to the lead upon extraction. The lead was explanted and will be returned. No additional adverse patient effects were reported.